Manufacturer narrative:
On 01/19/2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). Conclusion: obvious interaction between the ICD and the heart mate ii system was observed: when the device could not be interrogated at all, only one attempt was done ((B)(6) 2008); on (B)(6) 2008, interrogation could be completed, but continuity tests did not pass and the lead integrity (fidelis model from medtronic) could not be checked on that day. On (B)(6) 2009, a complete follow up including continuity tests was performed through a specific position of the programmer head. An adequate approach of the programming head allowed normal operation of both ICD and programmer and led to a successful interrogation procedure on (B)(6) 2009. All evidences indicate that one of the heart mate ii components (the pump itself, its power source, or the power cables) is most probably a strong source of emi, whose interaction with the ICD or the programming system is at the origin of the reported telemetry errors. It should be noted that potential risks of ICD malfunction when exposed to external magnetic, electrical or electromagnetic signals are adequately described in the implant manual.

Event description:
The device object of this report could be interrogated with a lot of difficulties. Nevertheless, it was not possible to measure the coil impedance of the lead. It should be noted that the pt has an artificial heart heartmate2 (implanted in (B)(6) 2008).